Event description:
The consumer stated she opened the wrapper of a sealed tampon and noticed the pledget was missing from the applicator. After further inspection, she indicated there appeared to be red paint or blood at the top of the applicator.

Manufacturer narrative:
The applicator, that was sent to an outside forensic lab for analyses (confirmed female blood - (B)(6), 2012), was further analyzed. The lab report was received by kimberly-clark on (B)(4), 2012 (report dated (B)(4) 2012). The additional results showed genetic similarity to individuals representing the (B)(6) population. This result is not consistent with the genetic similarity within the production site. In addition, the dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation.

Manufacturer narrative:
(B)(4) 2012: further forensic lab analysis results provided on (B)(4) 2012 indicated the dried human blood on the tampon applicator was from a female. Manufacturing site investigation although a lot code was not provided, an investigation was conducted which included an assessment of design, safety/sanitization, manufacturing, and quality documentation, the manufacturing process and applicable mfg. Personnel for both blood contamination on the tampon applicator and missing tampon pledget. It was determined applicable training and mfg. Documentation used was current. The medical class ii 'operator sanitization protocol', which covers gowning and training on aseptic conditions is validated and personnel training is performed. A step-by-step investigation of the tampon assembly manufacturing process steps was conducted to identify areas of low, (<10%), medium (<30%) or high (>30%) risk level where human substances like blood could be transferred onto the product. This step-by-step review identified 2 potential high risk processes where a human substance like blood could be transferred onto the product, however, it has not been determined if either of these process steps are the root cause. In order to determine a root cause, the recommendations for corrective actions and process improvements for the 2 high risk processes are documented under CAPA #(B)(4), alleged blood on tampon applicator, and will be further investigated and monitored for effectiveness. A step-by-step review of the manufacturing process steps for inserting the pledget into the applicator was also performed and identified two root causes for missing tampon pledget; lack of a reliable check system and personnel not following procedures. The recommendations for corrective actions and process improvement are documented under CAPA #(B)(4), missing pledget from tampon applicator, and root cause analysis (rca) #(B)(4). Health risk assessment: a health risk assessment (hra) was completed on (B)(4) 2012 which concluded the overall risk of infection due to the dried blood contaminated applicator was low and the probability that contact or use of the device would cause as serious adverse health consequence is remote. Furthermore, the consumer stated she did not attempt to use the tampon once she noticed that the tampon pledget was missing.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned the sample on (B)(6) 2012. Hematic analysis was performed on the sample on (B)(4) 2012. Results confirmed the presence of blood on the applicator. Additionally, the sample was tested on (B)(4) 2012 and the presence of human blood was confirmed. Further analysis to determine the type of blood is pending.